Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the issue was resolved after the customer replaced the transmitter. The customer declined to provide further information to tandem technical support regarding the reported issue.